Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 6947m62 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not display the reset function for the fluid status monitoring feature. Investigation determined that the bit allowing the reference reset was set to unavailable. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.